Event description:
It was reported that a patient was going to have an MRI on the head/brain and it was unrelated to the patient's implantable neurostimulator (ins). It was reported that the patient's battery was "dead". It was unknown when the event occurred. Later that day it was reported that the patient's stimulation therapy "never worked well from the time he had it put in". It was noted that the patient had not seen a physician "for a while". It was stated that the ins "died about 4-6 months ago". The patient has not charged or used the device since then.

Manufacturer narrative:
Concomitant products: product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).